Manufacturer narrative:
Eval results: as received, the ipg passed all functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) was implanted with an ipg on (B)(6) 2008. It was reported that the patient lost stimulation. Surgical intervention was undertaken on (B)(6) 2010 to correct the problem. When tested in conjunction with the ipg, all lead contacts exhibited invalid impedance readings; however, when tested independently, the impedance readings for the lead were within specifications for all but two contacts which measured invalid. Further intraoperative testing found that communication with the ipg was no longer possible. Based on these findings, a decision was made to replace the device. When connected to the new ipg, the impedance readings for the lead remained as previously indicated with two of the contacts still measuring invalid. The explanted ipg was returned to the MFR for analysis.